Event description:
It was reported that the two welds broke, which holds the lower post to the base. The heater portion of the unit fell over and hit the floor. There was no injury reported.

Manufacturer narrative:
A field engineer was dispatched to the facility to inspect the device. The field engineer found that the welds failed on the lower post that mounts to the base. The lower post was replaced and returned, and a visual inspection of post was performed. It was determined that our component supplier omitted a welding operation, and that two primary structural welds were missing. The weld that failed was a spot weld used to position the 5/8" thick steel mounting plate within the post. The subject device was mfg in january of 1998. In may of 1998, we notified our supplier of this issue, who revised their welding documentation. In addition, we revised our documentation in june of 1998 to clarify the welding requirements for the lower post.